Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient went to the emergency room for chest pain and syncope. This ra lead exhibited noise, undersensing, oversensing, and loss of capture. At the revision procedure it was found that the ra and rv leads were reversed in the device header. This ra lead and ICD were explanted and replaced. This report will be updated should further information become available.